Manufacturer narrative:
The na electrode lot number was w3379. The expiration date was not provided. The calibration was last performed on 29-apr-2024 and it was acceptable. Qc recovery was within range on the day of the event. The alarm trace showed an abnormal probe sucking alarm. This is an indication of possible poor sample quality. The field service engineer found an issue with the rinse tubing. He fixed the rinse tubing (vacuum tube). He then performed an ise check and it was successful. The customer performed calibration and qc and they were within range. The service action (fixing the rinse tubing/ vacuum tube) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 153 meq/l (equal to mmol/l). Repeat result: 139 meq/l. Sample 2 (patient 2): initial result: 159 meq/l. Repeat result: 130 meq/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.